Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 3, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned; therefore, a thorough investigation could not be performed. A retention sample of the same part and lot number was obtained and inspected to show no anomalies with the device. The retention sample was electrically tested. No anomalies with the device were found, and all electrical tests were within specification. It was also tested in combination with the olympus tower and used to cut veins in a syndaver with no issues. Without a returned device, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure the skin had lifted on the patient¿s leg. As per the subsidiary, whilst using the v-cutter while cauterizing a tributary in the recommended way the specialty care provider noticed the skin had lifted on the patient's leg in the area where she was using the cautery. The tributary was in the v-cutter and the electrode was grounded against the tunnel wall before using the diathermy and advancing the v-cutter. The user facility informed that the injury looked thermal related. Almost like a blister where the skins surface has lifted and is loose but not filled with fluid. The patient was slim, and it feels like the heat from the diathermy spread from the branch they were cauterizing through the subcutaneous tissue and as it heated the skin started to lift like a blister. They had the branch within the v of the v cutter and grounded it against the wall of the tunnel as per the guidelines. They did not use spot cautery at all. *no consequence or health impact to patient *product was not changed out *procedure was completed successfully with 5 minutes delay in continuing the case.